Manufacturer narrative:
(B)(4). Method / results: the complaint rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare for investigation. An attempt was made to obtain additional information from the hospital but no response was received. Without the complaint device or additional information from the hospital, we would not be able to determine definitively the root cause of the reported fault. Conclusion: we were unable to determine what may have caused the damage found to the complaint neopuff infant resuscitator. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in the us reported that the rd900 neopuff infant resuscitator was "failing out of tolerance". A service was requested. This was found before use on a patient. No patient involvement was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint neopuff caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in the us reported that the rd900 neopuff infant resuscitator was "failing out of tolerance". A service was requested. This was found before use on a patient. No patient involvement was reported.